Event description:
The customer reported the ventilator would not power up. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer confirmed the reported problem. The service engineer replaced the power supply to address the reported problem. Applicable final testing was performed to operating specifications.

Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.